Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was stuck in a loop. The customer's blood glucose level during the incident was unknown. The customer was unable to see how high her blood glucose levels were. The customer was not at home. The customer spoke to a nurse that happened to see her and they stated that she looked flushed and had difficulty breathing. The customer was assisted with finishing the rewind process. Troubleshooting for the insulin pump was not completed. The customer's husband came to get her to bring her to the emergency room. The customer was advised to seek medical attention and to call back with the hospital information.